Event description:
It was reported that the customer had high blood glucose levels of 593 mg/dl. It was reported that the customer treated with manual insulin injections. The customer reported that the insulin pump alerted the customer to a no delivery alarm. The alarm history of the insulin pump also showed a low reservoir alarm. The customer reverted to using an old insulin pump. The customer reported that the reservoir of the insulin pump was empty. The customer was advised to change the reservoir and fill the reservoir with insulin. The customer was also advised to change the entire infusion set of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).